Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level had no adverse impact. Customer declined trouble shooting therefore, no additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.